Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: we had some occlusion in some of our microbore tubing.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported that they are experiencing occlusion with the microbore tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30914 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: we had some occlusion in some of our microbore tubing.